Event description:
It was reported that the user contacted support for a supply change and later referenced adverse events surrounding the time of that assistance, after which follow-up outreach was performed but details of the events could not be recalled; education and troubleshooting were provided, and oral glucose use was discussed. Symptoms included hypoglycemia and hyperglycemia. Outcomes included unexpected medical intervention with medication and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed insufficient information regarding a medical device problem and device component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.